Event description:
A male pt contacted lifecor customer support to report that he had changed his garment and was receiving "adjust belt" alarms. Support had the pt download, and the download revealed excessive noise on all channels. Support had the pt's daughter try to tighten the garment and rerecord. Now the signal was very low, and had a lot of artifact. Support sent a pt services rep (psr) to the pt to exchange the electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The reported problem was confirmed. The electrode belt was refurbished. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unk, but is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.